Event description:
I am concerned about the efficacy of the healthywiser urinalysis reagent strips 10 parameter test. During my annual physical with my internist, a urine test detected trace blood in my urine. The following week I purchased an in-home urine test (healthywiser urinalysis reagent strips) that claims to be able to detect blood in urine. My wife, an rn, administered 4 tests, and each time the healthywiser strips did not detect blood in urine. In a subsequent follow-up with a urologist, his test showed that I indeed had trace blood in my urine as found in the original urine test by my internist. I am now undergoing various tests to pinpoint the cause of the blood in my urine. Here's my point; I am concerned that the healthywiser product is not sensitive enough to detect blood in urine as it claims. This might create a harmful situation if a consumer uses the product, feels assured that he/she does not have blood in the urine, when in fact he/she does... Which maybe cause for concern. While it may be true that the batch of product I used may be defective, I recommend that the FDA check the efficacy of this product overall to be sure that it can accurately detect the 10 conditions that it claims n detect. Thank you.